Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the physician lost the 'electrical signal' on the low-voltage lead. It was clarified that this referred to loss of sensing. Another low-voltage lead was tried and the same issue occurred. Both of these leads were not implanted and were removed. A third lead was used and worked successfully. No patient complications have been reported as a result of this event.